Event description:
The customer reported that device jaws would not open while on tissue during an esophagectomy/gastric tube procedure. The device was removed from the tissue by add'l resection. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated sample has been discarded. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.